Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported products were reviewed for compatibility and it was determined that the implants assembly is not compatible as the biomet patella was implanted with zimmer implants. No change in the previously found root cause. However, during the investigation, it was noted that biomet patella was used along with zimmer system. Per package insert 87-6203-453-23, nexgen cr, ps, cra, lps and lcck knee on page 03 states components from other knee systems (and vice versa) unless expressly labeled for such use. Premature wear or loosening may develop and may require surgical explanation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient was mildly reactive to cobalt and titanium, but highly reactive to nickel. Also, the x-ray finding shows no abnormalities. Device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported event is related to a patient's condition as the patient is allergic to metals present in the associated implants. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2020-00136, 0001822565-2020-00721, 0001822565-2020-00722, 0001822565-2020-00723, 0002648920-2020-00137, and 0002648920-2020-00138. Concomitant medical products: stem extension straight 14mm dia x 100mm length(combined length 145mm), catalog#: 00598801014, lot#: 62937564. Prc agmt block post sz d 5mm, catalog#: 00599003401, lot#: 63206460. Prc agmt block dist sz d 5mm, catalog#: 00599003410, lot#: 63225068. Femoral component option for cemented use only size d left, catalog#: 00599401491, lot#: 6300271. Stemmed tibial component precoat size 4, catalog#: 00598003702, lot#: 63071617. Stem extension straight 13mm dia x 100mm length(combined length 145mm), catalog#: 00598801013, lot#: 63215578. Palacos rg 1x40 single, catalog#: 00111314001, lot#: 82574429. Bmet arcom ap pat w/wire 31mm, catalog#: 11-150826, lot#: 320130. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a left knee procedure. Subsequently, the patient is experiencing swelling of the knee. Fluid was drawn to test for infection and came back negative.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, b5, g4, g7, h2, h6, and h10.

Event description:
It was reported that patient underwent a left knee procedure. Subsequently, the patient is experiencing pain and swelling of the knee. Fluid was drawn to test for infection and came back negative.